Event description:
There are two meniscectomy implants on the fastfix delivery system and according to the hospital and surgeon, the implants deployed prematurely from needle shaft. The surgeon states that he did not try to introduce the implants and they simply fell off the introducer. The surgeon also advised that he did not alter his technique and he is a very experienced user of the system. Additional information confirmed in the case of all three ultra ff systems - the surgeon had placed the first implant and then gone to reposition the introducer to position the second implant; however, before he could advance the introducer, he noticed that the second implant had fallen off the introducer into the joint space. The surgeon then cut the suture on the first implant flush with the meniscus, removed the second implant and excess suture from the joint, and moved onto the second ultra ff. Nothing was noted with any of the ultra ff when they were removed from the packaging prior to the attempted implant. After the third problem occurred, the repair procedure was abandoned. The surgeon has now moved onto using the ff360.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Two devices were received with no ts or suture. T implants and suture were reloaded on the needle and tested. The failure mode could not be duplicated. The device was measured and found to meet part specification. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and no abnormalities were reported with this product during manufacture. Based on the evidence provided and the isolated nature of this occurrence, no root cause related to the manufacture of the device can be established. (B)(4).